Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that his mother received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 12:00 p.m., a sample from this patient was tested using the meter, resulting with a value of 2.9 inr. At the same time, a sample was collected from the patient and tested in the laboratory using an unknown method, resulting with a value of 2.1 inr. The patient's doctor only trusted the laboratory value. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient's therapeutic range is 2.0 - 3.0 inr. The reporter stated that the patient's warfarin dose fluctuates if her results are outside of the therapeutic range.